Event description:
I experienced blurred vision and sensitivity to light in my right eye. Went and had an eye exam at my optometrist but was directed to an ophthalmologist. I was diagnosed with keratitis. Antibiotic drops were ineffective for almost two weeks. Finally, steroid drops were used that helped to clear up the infection. While I was under the dr's care I 1- worked an out of town trade show, 2- took some vacation time, 3- missed 2 weeks of work, during these times. I was impaired with the blurred vision and light sensitivity. I say the least, I was very uncomfortable. This all happened after I switched my contact lens solution to bausch and lomb solutions. I didn't find out about the "possible" bausch and lomb connection until some time in may.